Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 500cc breast implant was found to be ruptured. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the following statement was erroneously omitted from the supplemental report (follow-up 1) sent on (B)(6) 2021: on (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. Manufacturer¿s reference number: (B)(4) section d 9. Device available for evaluation?, 9. Is device returned to manufacturer?, and 9. Date device returned to manufacturer were populated to indicate that the device was received.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient, who's undergone breast augmentation revision with a (right) 550cc mentor memorygel breast implant and a (left) 500cc mentor memorygel breast implant, was diagnosed with a right breast nipple tenderness and implant rupture via MRI, post-procedure. As a result, the patient underwent revision surgery on (B)(6) 2021. During the surgery, the patient was also diagnosed with right breast capsular contracture, and upon removal of the implants, bilateral rupture. Subsequently, the patient underwent right breast capsulotomy and the devices were replaced with the following: (right) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 9571651 sn: (B)(4) and (left) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 9570182 sn: (B)(4). This medwatch form is for the left breast prosthesis.